Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with a heart rate below the lower programmed rate. It was noted that the implantable pulse generator (ipg) exhibited non capture with erratic pacing. No battery voltage or impedance was displayed and a full reset had occurred. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient presented to the ER with a heart rate below the lower programmed rate. It was noted that the implantable pulse generator (ipg) exhibited non capture with erratic pacing. No battery voltage or impedance was displayed and a full reset had occurred. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.